Manufacturer narrative:
Covidien reference number (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the exhalation flow sensor (evq) and performing calibrations and short self-testing (sst). The customer reported to have run the ventilator on a test lung and passed sst. Covidien was not authorized to repair the device.

Event description:
It was reported that, after being set up, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.